Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr). One clip was implanted successfully. Two months later, it was reported that the clip hadn't been well positioned and a new prolapse was apparent. Mr had increased since the procedure had been performed. Therefore, a second procedure was performed. One clip was prepared and advanced into the anatomy. Several attempts were made to grasp without success. It was noticed during the procedure that the grippers were no longer working. The clip was removed from the patient and the procedure was concluded.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr). One clip was implanted successfully. Two months later, it was reported that the clip hadn't been well positioned and a new prolapse was apparent. Mr had increased since the procedure had been performed. Therefore, a second procedure was performed. One clip was prepared and advanced into the anatomy. Several attempts were made to grasp without success. It was noticed during the procedure that the grippers were no longer working. The clip was removed from the patient and the procedure was concluded.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported broken gripper line, unable to grasp leaflets, observed broken l-lock tabs, observed frayed lock line were unable to be determined. The reported single gripper actuation issue was a cascading event of the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.